Event description:
The physician reports the lens optic appeared cloudy on the 12th day post operative visit. Patient's va is good, lens remains implanted.

Manufacturer narrative:
The device remains implanted, no plans to explant at this time. Product history records were reviewed and indicate the lens met release criteria. There have been no similar reports received for additional products manufactured in this lot. The cause of this event is undeterminable at this time.